Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The device was started up at 08:21:21 on (B)(6) 2025. At 13:31:00, an arrhythmia was detected. ECG shows vt @ 200 bpm with motion artifact and electrode lead fall off. The device properly detected vt. Motion artifact and electrode lead fall off prevented the lifevest from treating the patient the device was shut down at 13:32:05 on (B)(6) 2025.